Manufacturer narrative:
On (B)(6) 2011 - arm of bed wont go up cl w/eta. Technician found that the head siderail will not go up. Found: siderail locking latch cover plate was bent, causing it not to lock. Repair: straightened plate cover and latch lock is now working as designed.

Event description:
Information received indicated that the arm/siderail of bed will not go up. No injury alleged.